Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 gas module and the expiratory channel pc board were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. No ventilator logs were provided.since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).